Manufacturer narrative:
The pain reported may be the result of the glenoid fracture and osteolysis as reported. The glenoid was reported to be fractured but radiographs and images were not available. Contributing factors to the reported fracture may include a combination of articular surface wear and thinning of the glenoid body, incomplete seating, and/or eccentric loading around a well-fixed center cage with loosening of the peripheral pegs may have led to the fracture but this cannot be confirmed from the information provided. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined from the reported information.

Event description:
As reported by medwatch report (B)(4), approximately 5 years and 9 months post the initial left total shoulder arthroplasty, the patient reported worsening left shoulder pain. A CT scan revealed post-surgical changes concerning for osteolysis about the glenoid and proximal humeral prosthetic components. It also demonstrated a super imposed pathologic fracture of the glenoid. The explanted devices are currently in the lab for tissue exam.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
Medwatch report (B)(4) this follow-up report is being submitted to relay corrected information. The following sections were corrected: removed information provided in b5 and added to h10, g2.